Event description:
It was reported that a pt underwent a obturator sling procedure approx 3 years ago. Following the procedure, the pt started having groin pain in the recovery room. The pt has been seen by fourteen physicians since the procedure. The pt is currently complaining of persistent groin pain upon movement. There is no pain upon palpation during examinations. There is no leaking of urine. The current physician is planning to attempt to treat the pt medically.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.